Manufacturer narrative:
B3: bsc aware date used for event date, as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20 mm watchman flx closure device and delivery system (wds) was implanted. Approximately 15 days post index procedure, the patient experienced fatigue and leg pain. The patient was examined by a neurologist and a computerized axial tomography (tac) scan was performed which revealed the closure device had embolized into the leg. The patient underwent a percutaneous explantation procedure. There were no further patient complications.